Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap gastroplasty, while on the stomach, the it made a breaking noise and the load locked up and did not fire, making it necessary to use another stapler and another load. There was no patient injury.